Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to wear and tear damage with customer mishandling and with increasing usage over time. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) sections: chapter 4 reprocessing workflow for endoscopes and accessories. Chapter 5 reprocessing the endoscope (and related reprocessing accessories). Chapter 6 reprocessing the accessories. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis eus ultrasound gastrointestinal videoscope cleaning brush was stuck in the working channel. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found the balloon water tube was clogged and foreign objects come out of distal end. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the paint on the air/water cylinder was peeled, the adhesive on the bending section cover rubber had a crack, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, and the universal cord had coating peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.